Event description:
It was reported that the patient presented after receiving inappropriate shock therapy. Upon interrogation it was noted that the right ventricular lead exhibited noise oversensing that led to inappropriate shock therapy. It was noted that the lead was fractured. The lead was explanted and replaced. The patient was stable.